Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure in order to treat urine leakage and bladder problems and meshes were implanted. It was reported that following insertion the patient experienced abdominal pain and infection. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-26166. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 in order to treat stress urinary incontinence, urine leakage, and bladder problems. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that patient underwent mesh revision/removal on (B)(6) 2012 due to mesh extrusion, pain, infection, bowels problems, organ perforation (bowel), fistulae, recurrence, bleeding, vaginal scarring, and abdominal pain. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.